Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was looked at by a tech on (B)(6) 2012. According to the complaint, as the tech was looking at a cre balloon taken from the shelf, she was moving her fingers on the exit marker and the exit marker became loose. There were no patient or procedure involved.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was looked at by a tech on (B)(6) 2012. According to the complaint, as the tech was looking at a cre balloon taken from the shelf, she was moving her fingers on the exit marker and the exit marker became loose. There were no patient or procedure involved.

Manufacturer narrative:
(B)(4). Investigation results: the catheter shaft was inspected and no defect were noted. The exit marker was found to be damaged. The proximal part of the exit marker was found to be loose. The marker did not move out from its original position and did not detach from the catheter. The proximal part of the marker accordioned. The reported defect of exit marker loose was confirmed. The damage noted is consistent with an excessive force being used during catheter removal from the scope. In the case of this complaint however, the damage noted is consistent with rough handling of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
No patient was involved. (B)(4) exit marker detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.